Event description:
It was reported that the right ventricular lead had exhibited high impedance, a high capture threshold, and noise. The lead was capped and replaced during a device changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.